Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. Initial visual observation of the device revealed the main pusher rod (gray trigger) appeared to be damaged and bent. This gray trigger could be only partially depressed, due to the bent. The red trigger rod was present and functioned normally. The needle attachment key feature, which attaches the needle to the applier showed signs of damage and bending. This bending of the key feature is typical of an extreme load applied to the needle as would occur in a misuse condition. The bending could also result from the use error of improper assembly of the needle onto the applier. Therefore, the root cause most likely resulted from a use error condition that led to the bending of the key feature of the needle. A batch record review has been conducted and our results indicate that this batch of product was processed without incident that could cause this failure. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Therefore, no further actions are warranted at this time. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 2 for the same event. It was reported by the affiliate in (B)(4) that during an unspecified surgical procedure, it was observed that the omnispan meniscal repair 27deg and omnispan meniscal repair 12deg did not work properly and had a deployment issue due to a defective applicator. The procedure was not extended longer than 30 minutes. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.